Event description:
Using the medtronic minimed 530g with enlight, when my daughter would fall asleep and put any pressure on the cgm sensor, it would register as low blood sugar and stop delivering insulin while sounding an alarm. This caused weeks of false low readings that prevented my daughter from getting insulin during the night, which resulted in high blood glucose levels. Medtronic did not provide any information about pressure causing the false lows and did not acknowledge that there is an issue with this product. The same issue has been reported online by other diabetics and their parents with these sensors, but medtronic has done nothing about the issue. My daughter's blood glucose readings were extremely off during night time while using the device.